Manufacturer narrative:
Results: refers to the catheter.

Event description:
It was reported that the catheter was fractured. The pt was scheduled for a revision. No pt symptoms or outcome was reported. The drug contained in the pump was not reported. Add'l info has been requested, but was not available as of the date of this report.